Event description:
It was reported that impedances greater than 40,000 ohms were measured on the 8 to 15 lead. It was noted that the health care professional (hcp) removed both of the tails, wiped them clean and reinserted the leads. It was noted that high impedances were measured again. It was noted that this procedure was repeated a ¿couple of times¿ with the same outcome. It was noted that ¿tail 2 or the 8-15 lead was switched to the 0 to 7 slot and tail 1 or the 0 to 7 lead was placed in the 8 to 15 slot.¿ it was noted that impedances were run and the 8 to 15 lead had impedance readings of greater than 40,000 ohms. It was noted that the torque wrench click was heard. It was further noted that the lead was retested in the multi-lead trialing cable (mltc) and normal impedances were found on both tails. It was noted that a second implantable neurostimulator (ins) had ¿perfectly clean impedances on the first try.¿ additional information reported that a different ins was implanted. It was noted that this ins did not have impedance issues. It was further noted that the patient was doing fine and was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 39565, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis results for the stimulator revealed that medical adhesive was obstructing the lower port between the 14th and 15th balseals. Both legs of a known good 39565 lead would not pass through this area; preventing full insertion of the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.